Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited undersensing of atrial signals and pacing being inhibited. Anti-tachycardia pacing (atp) was also provided. Technical services (ts) was contacted and discussed possible reprogramming options. This ICD lead remains in service. No adverse patient effects were reported.